Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be interrogated during a device demo. No intervention was performed. The device was not used, and no patient was involved during the event.